Event description:
It has been reported that insert did not snap down and lock onto baseplate. Had backup insert and it worked fine. There was no adverse consequence for the pt or delay in surgery or anesthesia time.